Event description:
It was reported that the surgeon was performing a trigen intertan and was given a trigen meta - tan lag compression screw. The packaging for both is identical apart from the words intertan and meta - tan. The other screws fitted onto the intertan equipment and it was only on closer looking at the x ray which that the surgeons realized their mistake. No patient injury as this was recognised intraoperatively and exchanged for the correct screws. Both screws were implanted then removed and the correct screws were put in.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical analysis noted no patient harm/injury was sustained as a result of this issue, and there was only a 10 minute minimal procedural delay. The procedure was completed with a backup device. No further medical assessment is warranted based on the information provided. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary.